Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection of the used smi-02ap verified the reported issue of "jaw broken off". The lower jaw of the suture passer was broken off, making the unit unrepairable. R&d evaluations for similar complaints report that this breakage likely occurs due to non-surgical handling that initiates a critical weakness in the lower jaw. If the weakened jaw is undetected before use, ultimate failure of the lower jaw may occur during use.  This is a purchased finished device; therefore, manufacturing documents were unable to be reviewed. A two-year review of complaint history revealed a total of 24 similar events for this product family. Of those 24 events, 15 have been verified. In that same timeframe, (B)(4) units have been sold worldwide. The instructions for use advise the customer of the following when using this device. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the cleaning and sterilization guidelines for the suture passer. This incident type will continue to be monitored through the complaint system to assure patient and user safety.

Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture passer in a rotator cuff repair arthroscopy procedure, the "upper jaw broke off" in the surgical site. As reported, the breakage occurred when the surgeon was trying to pass the needle through the cuff. The broken upper jaw was retrieved using a grasper. The case went on with no further issues and the procedure was otherwise completed successfully with no patient injury or surgical delay. This report is filed on the basis of potential for patient injury with recurrence.